Manufacturer narrative:
Lot numbers could not be verified as the device was remains with the hospital for evaluation. No further product evaluation could be completed at this time. Patient activity at the time or prior to the event is unknown. The degree of spinal instability is unknown. It is unknown if the patient complied with post-operative care instructions or sustained a fall/impact of some sort. Review of labeling notes: "intraoperative warnings if the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components.. Postoperative warnings the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. Postoperative fracture due to trauma, defects or poor bone stock." The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
Deformity correction surgery was performed on an adolescent female ((B)(6) yrs.) With a posterior fixation from t2 - l4 (pso at l2) on (B)(6) 2017. During a routine follow up radiograph noted l3 & l4 locking caps were loose and l3 right screw had shifted, allowing rod to slip from alignment. Patient was asymptomatic. Revision surgery was planned for (B)(6) 2018 to perform a rod cut (using implanted rod) and domino connector to complete.